Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient was driving and the device showed a reading of 67 mg/dl. The patient lost conscious and caused motor vehicle accident (mva) resulting in 3 cars totaled. When the patient got to the hospital, his bg was 37 mg/dl. The patient sustained 2 broken ribs and his drivers license was suspended. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/30/2023. It was reported that the patient regained consciousness when they were at the hospital. There was no information about treatment provided to the patient for a blood glucose of 37 mg/dl. The patient was discharged from the hospital the same date. No additional patient or event information is available.